Event description:
On (B)(6) 2013, at (B)(6) the customer reported that while using a cardiohelp (article number 70104.8012; serial number unknown) on a patient, the cardiohelp reported that the venous pressure (pven) was not reading. Other values, including arterial pressure (part), interior pressure (pint), and arterial temperature (tart) were working properly. (B)(4).

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer and hence no evaluation was performed. (B)(4).